Manufacturer narrative:
Additional information can be found in the following fields: d9 and h3. Product evaluation information can be found in the following fields: h6 and h10. Intuitive surgical, inc. (Isi) received the illuminator involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/confirmed the reported complaint. This unit was returned without a lamp module, both fuses were good. When reviewing the remote error log, there were several errors: 48244 means illuminator lamp failed to ignite indicate that the lamp module is nearing end of life or the ignition circuitry in the illuminator is failing; 48247 means the illuminator is unable to communicate with its lamp module or finds an invalid lamp module (due to invalid/corrupted ID or encryption data), lamp hours may be accumulated incorrectly. Installed illuminator into test system with the text fixture lamp module, system was failed with error 48247, asked to reseat the lamp module. System could not connect to the lamp module. However, the illuminator turned on with blue led. Isi to send original equipment manufacturer (OEM) to repair due to the illuminator is unable to communicate with its lamp module.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. To correct the issue, fse replaced the illuminator. Following service, the system was tested and verified as ready for use. Isi has not yet received the replaced illuminator for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. No image or video clip for the reported event was submitted to isi for review. A procedure log review confirmed the occurrence of a procedure on (B)(6) 2022 using system# (B)(4). This complaint is being reported based on the following conclusion: the illuminator component has been replaced during an isi fse visit. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
An intuitive surgical inc. (Isi) field service engineer (fse) was informed that the system did not recognize the lamp module. It was reported that the nurse reseated the lamp module and cleaned the contact surfaces on the illuminator. The fse noted that after the nurse tried a new lamp module, the light was perfect. The fse also noted that a replacement illuminator was needed. Isi followed up with the initial reporter and obtained the following additional information: it was clarified that after replacing the lamp, the same indicator reoccurred. The issue occurred during the procedure, and it could be completed robotically.